Manufacturer narrative:
Additional information h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim#(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -5.00 diopter, implantable collamer lens was implanted into patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.